Manufacturer narrative:
Date of report : 19feb2019, date rec¿d by MFR : 15feb2019. Additional information was received that the event reported was reported in error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a navigational ring failure. There was no patient involvement. The event date was not specified; estimate used.